Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. Access was obtained via the left brachial. The 90% stenosed lesion was located in the moderately tortuous left brachial shunt. The physician advanced a 26.0mmx40mmx80cm sterling balloon to dilate the lesion. The sterling balloon was inflated to 5atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). There was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2 mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).